Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the alarm keeps going off that the battery was dead. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer also states had received low reservoir alarm. Troubleshooting was performed for replace battery now alarm and noticed this is the second occurrence of replace battery now without a low battery warning. The customer was advised the pump requires brand new or fully charge batteries to work effectively. Advised the pump will need to be replaced. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Set the low reservoir reminder alarm for 50 units, installed a water filled test reservoir, and primed insulin pump. Verified the test reservoir had 54 units left at the reservoir and on the display. Several boluses were programmed and delivered. The low reservoir alarm activated properly at 53 units left. No low reservoir alarm anomalies noted. (B)(4).